Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Corrected implant date (d.6a): (B)(6)1999 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken crease smooth assessed to a fold flaw opening and missing piece of the shell assessed as to inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: black particles were observed inside the device. Observed 40 mm dark patch edge material inside gel device. Crease fold observed in the device. Wear abrasion observed in the device

Event description:
Physician confirmed rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6.

Event description:
Device has been explanted.